Event description:
Healthcare professional further reported "a. Right breast capsule: portions of a fibrous capsule lined in places by a neoplastic lymphoid process a t cells, cd30+: histological type: anaplastic large cell lymphoma associated with a cd3ch-, alk- implant".

Manufacturer narrative:
The event of lymphoma - alcl is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Fi summary: the review of the documentation associated to the manufacturing process indicates that all devices involved in this work order were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the device analysis performed by photos, the event lymphoma alcl was unable to observe since it is not related to the device, therefore, this event is unable to confirm. A review of the current risk documents was performed in rmf-chl-bi family (v15.0), and the event of bia-alcl is a known hazard for breast implants. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with lymphoma alcl will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Device photo evaluation: device photograph(s) for the device related to the reported event of anxiety-product/procedure, calcification, lymphoma-alcl and gel bleed was requested on (B)(6) 2025. It is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: anxiety-product/procedure: unable to observe since it is not related to the device. Gel bleed: not observed calcification: not observed. Lymphoma-alcl: unable to observe as it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
Continued: e1- postal code: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side removal noted as "prothese texture." Healthcare professional later reported "prosthesis is not broken but oozing fluorescent yellow." Device has been explanted.